Manufacturer narrative:
Infutronix is waiting for the sample set from the same lot device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "set leaked and soaked an entire bag and pump. Set and pump were discarded and will not be returned." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
The affected device was not returned. Therefore, no investigation could be performed and no cause could be established.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00031).